Event description:
Customer reported via phone, the insulin pump alarmed no delivery and she was experiencing unexplained high blood glucose. Customer's blood glucose was 233 mg/dl and current was over 400 mg/dl. Customer stated everything was fine until she did a set change and device alarmed during manual prime. Customer then primed a couple of times, still alarmed no delivery, and saw drops. Customer then changed the whole set and device seemed fine. Then later in the day it started to alarm again. Troubleshooting was performed and the drive support cap was reported normal. No leaks or air bubbles noted. Customer removed the infusion set and stated the cannula was bent. Customer declined further troubleshooting and changed her infusion set. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.